Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the surgeon tried three pmw35 devices in a row and none worked. The procedure was completed using suture to close. The or time wax extended 10 minutes.